Event description:
See initial report.

Manufacturer narrative:
H10: the unit was requested for investigation and the reported issue was confirmed. The clamp was stuck in closed position and could not be opened. A big amount of dried fluid was detected into the clamp housing and on the erc spindle. Based on the gathered information, the most likely root cause of the reported event are: an out of specification sealing; exposure to a massive blood ingress. The sealing dimensions were checked and verified to be within specifications. Thus, the most likely cause of the event was traced back to a blocked erc spindle due to massive blood ingress into the clamp.

Manufacturer narrative:
H.10: the affected device was returned to the manufacturer site for repair. The stator with sensor board, the spindle and bearing were replaced. Both clamp boards were replaced as well as per equipment maintenance intervention prevention. Subsequent functional verification testing was completed without further issues and the unit was returned to service. As stated in the previous supplemental report, the root cause of the event is traced back to massive exposure to blood which entered the clamp housing leading to a blocked spindle.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm gave an error code associated to the clamp motor during maintenance. There was no patient involvement.